Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient felt like they had to void 7-8 times but was unable to void. The patient had a doctor¿s follow-up on thursday to change their pads since they were coming off. No further complications were reported/anticipated.